Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. How many of the patients who utilized harmonic scalpel and experienced significant pancreatic fistula?

Event description:
Title: 10-year experience with laparoscopic pancreatic surgery by a single surgeon: a challenge of minimizing postoperative pancreatic fistula. Author/s: takeyuki misawa, shuichi fujioka, ryota saito, hiroaki kitamura, takeshi gocho, tadashi akiba, katsuhiko yanaga. Citation: surg endosc (2016); 30:s325¿s500. Doi 10.1007/s00464-016-4771-7. The authors demonstrated their experiences, technical refinements, and clinical results of laparoscopic pancreatectomy (lp) including distal pancreatectomy with splenectomy (dp), spleen-preserving distal pancreatectomy (spdp), enucleation, central pancreatectomy (cp), and single-incision laparoscopic surgery (sils). A total of 70 laparoscopic pancreatectomies was performed from may 2005 to april 2015. In enucleation for neuroendocrine tumor (net), a harmonic scalpel (ethicon) was employed for pancreatic resection. Reported complication included significant pancreatic fistula (n-?). In conclusion, lp is a safe and optimal procedure for benign/low-malignant lesion in the pancreas.